Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina, stenosis and myocardial infarction are listed in the xience sierra everolimus eluting coronary stent systems instructions for use as known patient effects of coronary procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. However, the treatments appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Patient ID: (B)(6). It was reported that the procedure was performed on (B)(6) 2020, treating a target lesion in the proximal circumflex (cx) artery. The 2.75 x 33 mm xience sierra stent was implanted. On (B)(6) 2021, cardiac enzymes were elevated and a myocardial infarction (mi) was diagnosed. Stenosis was noted in the left anterior descending artery, the ramus artery and the cx artery. Coronary artery bypass graft (CABG) surgery was performed on (B)(6) 2021. Post surgical procedure, the patient experienced an acute kidney injury (aki), atrial fibrillation and postpericardiotomy syndrome. No intervention was performed for the aki. Medication was administered to treat the atrial fibrillation and oral steroids were administered for the postpericardiotomy syndrome. Per study physician, the aki, atrial fibrillation and postpericardiotomy syndrome were not related to the implanted xience sierra stent. No additional information was provided.